Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure device - location of device: right coil not visible") and menorrhagia ("menorrhagia") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6) 2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2015, 4 months 27 days after insertion of essure, the patient experienced device breakage ("device breakage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of the left essure coil (hysteroscopy)) and surgery (ablation). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, device breakage, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records " wrong technique in device usage process" (clarifying the device breakage reported in pfs); device dislocation. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and medical record received: the events uterine perforation, fallopian tube perforation, device dislocation, device breakage, abnormal vaginal bleeding, menorrhagia, apareunia, depression, anxiety, skin conditions, bladder disorder, urinary problems, migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, uterine perforation were added. Reporters,concurrent condition,lab data and events outcome added. According to medical records, the event "I must have cut the essure coil in two when I attempted to cut it at the os" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)'), menorrhagia ('menorrhagia'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device - location of device: right coil not visible') and device breakage ('device breakage') in a 43-year-old female patient who had essure (batch no. C49142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6) 2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 11 months 11 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety/mental angusih"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (ablation and surgical removal of coils,hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, female sexual dysfunction, depression, anxiety, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Patient received treatment for pain, bleeding. Breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)'), menorrhagia ('menorrhagia'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device - location of device: right coil not visible') and device breakage ('device breakage') in a 43-year-old female patient who had essure (batch no. C49142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6) 2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 11 months 11 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety/mental angusih"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (ablation and surgical removal of coils,hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, female sexual dysfunction, depression, anxiety, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Patient received treatment for pain, bleeding. Breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Diagnostic results: CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, rcc comment , event outcome added. Lot no. And removal date added. Surgery updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)"), menorrhagia ("menorrhagia"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure device - location of device: right coil not visible") and device breakage ("device breakage") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6) 2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, 11 months 11 days after insertion of essure, the patient experienced depression ("depression"), anxiety ("anxiety/mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and nausea ("nausea"). On an unknown date, the patient experienced skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of the left essure coil (hysteroscopy)) and surgery (ablation). At the time of the report, the uterine perforation, menorrhagia, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, headache and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records " wrong technique in device usage process" (clarifying the device breakage reported in pfs); device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received : event added- headache, abdominal pain. Event's onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure device - location of device: right coil not visible") and menorrhagia ("menorrhagia") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6)2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). On (B)(6)2015, 4 months 27 days after insertion of essure, the patient experienced device breakage ("device breakage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), skin disorder ("skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6)2015, plaintiff underwent removal of the left essure coil (hysteroscopy)) and surgery (ablation). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, device breakage, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6)2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records " wrong technique in device usage process" (clarifying the device breakage reported in pfs); device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: entering quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the device/location of device: uterus / malposition of essure device - dislodged left coil / perforation (uterus)'), menorrhagia ('menorrhagia'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device - location of device: right coil not visible') and device breakage ('device breakage') in a 43-year-old female patient who had essure (batch no. C49142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "I must have cut the essure coil in two when I attempted to cut it at the os." On (B)(6) 2015. The patient's concurrent conditions included constipation, hematuria, incontinence and dysuria. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 11 months 11 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety/mental angusih"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and headache ("headache"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (ablation and surgical removal of coils,hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, female sexual dysfunction, depression, anxiety, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 - operative procedure: hysteroscopy, diagnostic the right ostia is seen and there is no coil visible there. The left coil is seen coming out of the ostia and extending down in the cavity. The scissors were introduced and I tried to cut the coil at the as but I did not feel that it was cutting so I grasped the coil that was coming out of the os and pulled it out easily. The other piece of coil was seen floating in the cavity. It was grasped and pulled out. It appears that I must have cut the essure coil in two when I attempted to cut it at the os. Inspection with the hysteroscope after showed the cavity to be empty and no coil material was seen. Patient received treatment for pain, bleeding. Breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: CT scan, which revealed no abnormal masses, it showed that both coils in place, but the left one was drifting down in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, rcc comment , event outcome added. Lot no. And removal date added. Surgery updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.